Event description:
A log review was requested for a reported over infusion of insulin. Per the customer's medwatch report, the nurse mixed 100 units of insulin with 0.9 normal saline into 100ml bag then started the insulin drip at 4 units/hr for a type I diabetic pt. The nurse double checked the settings before leaving the room. The nurse returned a short time later and found that the IV bag was empty. The screen was red, indicating an error. The pt was treated with doses of dextrose and was admitted to critical care for monitoring. Biomed looked at logs and found a pressure sensor error at 3:34 a.m. And 7:56 a.m. On the 21st. The biomed conducted testing on the device and found that it would run for 3 minutes and then would alarm with code 240.4150 (sensor pressure error). Although requested, no additional pt or event info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). Eval: logs received, log review pending. Events logs have been received but, the failure investigation is not yet complete. A f/u report will be submitted once the eval has been done.